Event description:
It was reported that after an initial bunion surgery, the medial plate was removed on (B)(6) 2026 due to discomfort. The surgeon stated the medial plate was too prominent. Although the medial plate was successfully removed, the dorsal plate remains implanted as removal efforts with an osteotome and too much force resulted in a fracture of the first metatarsal. The surgeon chose to leave the dorsal plate implanted to support the fracture and stated no additional treatment was necessary. There were no deficiencies or malfunctions alleged/found with any tmc device prior to removal efforts and no other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery, the medial plate was removed on (B)(6) 2026 due to discomfort. The surgeon stated the medial plate was too prominent. Although the medial plate was successfully removed, the dorsal plate remains implanted as removal efforts with an osteotome, and too much force, resulted in a fracture of the first metatarsal. The surgeon chose to leave the dorsal plate implanted to support the fracture and stated no additional treatment was necessary. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation. Device-specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. Although several factors can contribute to discomfort and plate prominence, the most likely cause cannot be determined based on the information provided and no device being returned. The most likely cause of the fracture, based on the available information, is operator technique. There were no deficiencies or malfunctions alleged/found with any tmc device prior to removal efforts. The company will supplement this MDR as necessary and appropriate.